Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). Model#: sc-4316, lot #: 18599750, description: next generation anchor kit-sterile. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain. It was reported that the pain was not fully managed unless the spinal cord stimulator (scs) was working correctly. The patient was prescribed levaquin to help infection and will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR in field b5. Additional information was received that the patients device issue was having inadequate pain relief. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing pain. It was reported that the pain was not fully managed unless the spinal cord stimulator (scs) was working correctly. The patient was prescribed levaquin to help infection and will undergo an explant procedure.

Manufacturer narrative:
Correction to the initial MDR and fu #1 MDR. Should have been (B)(6) 2018. Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain. It was reported that the pain was not fully managed unless the spinal cord stimulator (scs) was working correctly. The patient was prescribed levaquin to help infection and will undergo an explant procedure.

Event description:
A report was received that the patients medications were not fully managed unless the scs was working correctly. It was also reported that the patient's dressing was causing her skin to break and weep. Dressing was removed and leads were pulled. The patient was prescribed levaquin to help with the skin infection. The patient will undergo an explant procedure.